Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) numbers are k011028 and k013227. Multiple MDR reports are filed for this event. See 0002023141 - 2022 - 02415.

Event description:
Implant fracture is reported. Collar fracture seen after 12 years.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple MDR reports are filed for this event. See 0002023141-2022-02415-2. The following sections are being reported: d4: expiration date. D4: unique identifier (UDI) number is not provided / unknown. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The product was not returned, and the reported event could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number and revealed no deviations or non-conformances, which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2022-02417. It was previously incorrectly reported that the event was a malfunction. The event is a serious injury. The following sections are being reported: b1: report type adverse event is added. B2: required intervention to prevent permanent impairment/damage (devices) is added. B5: describe event or problem is updated. H1: type of reportable event is updated. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
The implant was removed.